Event description:
Additional information received indicated that the patient was stable.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode, resulting in a loss of defibrillation therapy. No intervention was performed, and the patient's status was unknown.